Event description:
It was reported that the device was unexpectedly turned off, and the patient had a return of symptoms. It was reported that the patient got a belt for his (B)(6). The patient had an implant in both the right side of his chest and below his ribs on his right side; both implants were for deep brain stimulation (dbs) therapy. The patient was carrying his (B)(6) on the right side of his body in his belt on the day prior to the date of report. The patient checked with his patient programmer, and the implant in his chest was on but the implant below his ribs was off. The patient had a return symptoms; the patient could not walk and was stumbling. The patient turned the stim back on, and the symptoms improved. The patient was advised that electromagnetic interference (emi) from a cell phone can turn the device off. The patient was advised to wear the phone on the left side and when answering to try not to pass over the implants. It was unknown if the implantable neurostimulator (ins) that was turned off was this device or the other implanted ins, refer to manufacturer report #3004209178-2012-09074.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID 748266, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3387-40, lot# j0340295v, implanted: (B)(6) 2003, product type: lead. Product ID 3387-40, lot# j0337577v, implanted: (B)(6) 2003, product type: lead. (B)(4).